Event description:
Routine complaint investigation when a consumer reported receiving imprecise back-to-back readings on the blood glucose meter. These values, when plotted on a clarke error grid, fell into the "d" zone showing the difference in results to be clinically significant. These was no report of death, serious injury or mistreatment associated with the event.